Event description:
It was reported that the physician damaged the lead component of the implantable neurostimulator (ins) system with the tunneling tool accessory. Impedance testing showed values >4000 ohms on all electrodes. Other diagnostics included x-rays and reprogramming. There were no reported patient symptoms or complications associated with the event and their status was noted as ¿alive ¿ no injury¿. Additional information received on feb 24, 2014 confirmed that the physician caught the lead component in the tunneling tool and a ¿kink¿ was noted. A new ins was then used, but open circuits were still seen. The lead was then pulled out and the physician could see it was kinked. The lead was then replaced and a new lead <(>&<)> ins used and ¿everything worked fine¿. There were no patient injuries reported. Additional information was requested, but was not available at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0a13v, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).